Event description:
The company was informed that the recipient's internal magnet migrated after undergoing a nuclear magnetic resonance (nmr) procedure with the internal magnet in place. The internal device is functioning. Magnet revision surgery is under consideration.

Manufacturer narrative:
The recipient is reportedly utilizing the device.

Manufacturer narrative:
(B)(4). The surgeon reportedly placed the magnet back into proper location. Surgery was not required. The recipient is utilizing the device. This is the final report.